Manufacturer narrative:
(B)(4). Concomitant medical products: femoral head sterile product do not resterilize 12/14 taper cat# 00801803602 lot# 61459416, modular neck e 12/14 neck taper use with +0 heads only cat# 00784801200 lot# 61498536, liner elevated rim 36 mm i.d. Size jj for use with 54 mm o.d. Size jj shell cat# 00875201136 lot# 61412839, shell with cluster holes porous 54 mm o.d. Size jj for use with jj liners cat#00875705401 lot#61543250, bone scr 6.5x30 self-tap cat#00625006530 lot#61526236. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00863, 0001822565 - 2019 - 05081, 0002648920 - 2019 - 00864.

Event description:
It was reported that a patient underwent a primary right tha. Subsequently experienced recurrent dislocations and instability and workup revealed pseudotumor, elevated metal ions, and metallosis. Revision of right tha performed without complications approximately 9 years later. Surgeon reported extensive pseudotumor, tissue damage, trochanter resorption, metal debris, and corrosion. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, the stem was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the stem was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.